Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when attempting to insert a 6f/7 mynxcontrol vascular closure device (vcd) into the sheath, the sealant was reportedly slightly exposed from the shaft tip, so this product was not used and a new unknown mynx was opened. The newly opened product had no issues and was used as usual to complete hemostasis. There was no reported patient injury. The case was a trans catheter aortic valve implantation (tavi) case. The insertion site was the left femoral area. The device was stored and prepared according to the instructions for use (IFU). The device and packaging were inspected prior to opening. The pouch was opened, and the device was taken out from the tray. The device was primed prior to use. There was no exposure of the sealant to bodily fluids. A non-cordis sheath introducer was used. The user was trained to the device. The patient was not hospitalized, and hospitalization was not extended because of the event. The device will be returned for evaluation.